Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the ultrasound bronchofibervideoscope exhibited that the adhesive on bending section cover (a-rubber) is detached. There were no reports of patient involvement.